Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient for chest pain, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.